Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise causing inappropriate mode switches. The lead was capped and replaced. The patient was fine post operation.